Event description:
Reporter alleged blood glucose measured 113, 432, & 367 mg/dl when all tests were performed within 10 minutes. Customer stated taking 2 units of insulin as a result of the last high result, however, at the time had no high glucose symptoms. No other actions were taken or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.